Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient asked if she can get an MRI with her type of implant. The implant she has was in overdischarge. She stated that she hadn't used it in a while because "life sometimes just happens". The patient was given a number to contact a rep. No symptoms were reported. Additional information was received. The pt has not charged their ins in about 4 years and has not seen an health care professional (hcp) in 4 years as well. Pt needs an MRI, but MRI facility would not perform an MRI if pt could not enter MRI mode. Pt will coordinate an appointment with an hcp. Additional information received. Patient reported ins will be replaced (B)(6) 2022

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.